Event description:
The customer reported a 24/+-12v/power fail condition. There was no patient involvement and no patient harm reported. The field service engineer (fse) was unable to duplicate the reported problem. There were no parts replaced. The device passed all manufacturers required testing.